Manufacturer narrative:
It was reported by the customer contact that on 9/28/23, "the product was opened sterile and handed directly to the attending. When the product was being used to wrap the arm, once the attending got to the end of the roll, the brown contaminant was noted". A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Brown contaminant" was noted on roll of gauze.